Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total b hcg assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76394ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Customer field data was used to assess the performance of the alinity I total b-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 76394ud00 was identified.

Event description:
The customer reported false positive alinity I total -hcg result generated by the alinity I processing module for a 34-year-old female patient. Subsequent testing of a new blood draw and the original sample yielded negative results. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6): first sample: initial result = 110.64 miu/ml (positive); repeat result = <1.2 miu/ml (negative). Second sample: result = <1.2 miu/ml (negative). No impact to patient management was reported.

Event description:
The customer reported false positive alinity I total hcg result generated by the alinity I processing module for a 34-year-old female patient. Subsequent testing of a new blood draw and the original sample yielded negative results. The following data was provided (= 5.00 miu/ml is negative, >5.00 to <25.00 miu/ml is grayzone, = 25.00 miu/ml is positive): sid (B)(6). First sample: initial result = 110.64 miu/ml (positive); repeat result = <1.2 miu/ml (negative) second sample: result = <1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7p51-30 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete sample ID (B)(6).